Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor gold. No unexpected motor error alarms and no unexpected no delivery alarms noted. The insulin pump passed displacement, rewind, basic occlusion and motor tests. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump. The customer also reported multiple no delivery alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No add'l info was provided.